Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited oversensed noise on the rate/sense channel due to electromagnetic interference (emi). Pacing was inhibited for greater than two seconds. No adverse patient effects were reported.